Event description:
Information was received in dec 2005 from a physician, concerning a patient (age and gender not reported) who on approximately 9 days ago underwent an unspecified middle ear procedure with placement of sepragel sinus as surgical packing. Subsequently, the patient developed a partial facial paralysis on the same side of the face as the procedure. A couple of days following the onset of the paralysis, a magnetic resonance imaging test (MRI) was performed and the sepragel sinus reportedly "showed up in the MRI." The physician stated that these findings suggested to him that "it's inflammatory." The reported physician did not provide a causality assessment. The reporter has not provided the type of indication of the "middle ear procedure" that was performed. Furthermore, it is not known whether or not any concomitant medical devices were used during this procedure. Requests for additional information have been sent to the reporter. It is unclear at this time if the event being reported was considered by the reporter to have been caused by the sepragel device or the unknown procedure performed.